Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology, model # = ped2-475-14. The pipeline flex with shield technology device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this pipeline flex with shield device did not open at distal section. The patient underwent embolization treatment for a small unruptured saccular internal carotid artery (ica) aneurysm, measuring 6mmx5mm. Landing zone distal 3.5mm proximal 4.7 mm. The pipeline used for wide-neck, localization high recanalization rate. It was reported that during the opening of the pipeline on average the distal part seems frayed, tried to resheathed it twice and always reopened on average and with the contrast medium always looks disused dislocated. Decided to recover the pipeline and place another one. Once outside the patient also see live the same thing. There were not any patient symptoms or complications associated with this event. Image available for review. The vessel was observed moderately tortuous. No patient injury was reported. There was not any additional step or other device required to open the pipeline. The device was re sheathed and removed with the catheter.